Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc231650e0, model: sc-2316-50e, serial: (B)(4), batch: 7111494.

Event description:
It was reported that the patient was experiencing pain, whole body spasms and headaches following a trial procedure. The physician believed it was not device related. The patient underwent a lead pull procedure.